Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) indicated that there was a power on reset (por) seen on the clinician programmer on the day of the report. It was indicated that there were multiple occurrences of "zinging" from security or magnets since 2015. This event was reported as a sudden change in therapy/symptoms, but the symptoms were not clarified. When the implantable neurostimulator was interrogated, the por did not clear. On the second interrogation, there was a end of service (eos) on the clinician programmer. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.